Event description:
Medwatch #: (B)(4). A facility reported an incorrect count of surgical patty (ID 245406) during initial count. There were only 9 cottonoids in the pack. It was counted twice but only 9 were counted. The products were taken off the field and a new cottonoid was opened. No patient injury reported, and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The surgical patty (ID 245406 was returned for evaluation. Device history record (DHR) ¿ the batch records were reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure and root cause analysis - the returned sealed sample was inspected and found to only have 9 of the expected 10 patties present. The complaint can be confirmed. Patties are produced using hybrid equipment which utilize an operator and a semi-automated assembly machine. This hybrid machine produces a stack of 10 patties which an operator then unloads and manually places on a card. The operator is to inspect each stack of 10 for proper count, cleanliness, and discoloration. The operator likely dropped a patty while wrapping the card resulting in 9 of 10 patties. Applicable operators will be retrained to properly inspect the final count.